Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 977a290, lot# 0209172347, implanted: (B)(6) 2015,product type: lead. Product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
It was reported that the patient had a fever and an infection of the neurostimulator. The patient was seen in the emergency room due to a fever after a neurostimulator procedure on (B)(6) 2015. The patient was admitted to the hospital. There was prolongation of existing hospitalization. An examination and laboratory testing was done on (B)(6) 2015. Laboratory testing results had shown inflammation image in the blood and other diagnostics indicate punction of the gluteal pocket showed blood, the blood was sent to the lab for culture and coloring of polynuclears which was positive. It was unknown if it was related to the component or to the procedure, it was related to the neurostimulator. Intravenous augmentin was given to the patient. There were no device allegations. The patient had recovered without sequelae.